Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion in the anterior tibial artery with moderate calcification. The hi-torque command 18 guide wire was advanced without any resistance noted, however, after the procedure, it was noticed that the last 15 cm of the distal end of the guide wire looked like a thin black thread. The device was simply withdrawn. There was no negative outcome for the patient after the procedure and there was no adverse patient effect. It is unknown if there was a part of the wire remaining in the patient and there was no attempt in retrieving possible separated portion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and chemical analysis was performed on the returned device. The reported material separation/break and stretched polymer were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.